Event description:
It was reported that the insulin pump drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus /basal delivery. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. The insulin pump passed prime, displacement and basic occlusion test. Unit had cracked reservoir tube lip and battery tube threads noted during visual inspection. Unable to confirm the e70 alarm in alarm history due to corrupted history files. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.